Event description:
The following was published in the journal of interventional cardiac electrophysiology "characterization of high-density mapping in catheter ablation for persistent atrial fibrillation: results from the advisor¿ hd grid mapping catheter observational study", fiedler, lukas. Received: 23 september 2022 / accepted: 27 november 2022. Persistent atrial fibrillation subjects received electro anatomical mapping with the advisor¿ hd grid mapping catheter, sensor enabled¿ (hd grid) and radiofrequency (rf) ablation to gather data regarding ablation strategies, mapping efficiency, quality, and outcomes. Subjects were enrolled from january 2019 to april 2020 across 25 international sites and followed for 12 months after the procedure. A procedure related stroke, was linked to the use of the advisor¿ hd grid catheter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.